Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on july 03, 2024, due to pain and poor performance with the device use. There are no plans to reimplant the patient with a new device as of the date of this report.